Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
While preparing an impella heart pump, the automated impella controller (aic) skipped the final preparation step. Therefore, the backup controller was used. This meant that the impella heart pump could be started without any further problems. There was no reported patient harm.

Manufacturer narrative:
A.2 age should have been left blank on the initial manufacturer device report as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report as it is unknown. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report was submitted. D.4 model number and serial number were revised in accordance with updated procedures since the initial manufacturer device report was submitted. E.1 name prefix/title, last name and address line 1 were reported incorrectly on the initial manufacturer device report and were revised. E.3 revised as it was incorrectly reported on initial manufacturer device report. G.1 revised reporting contact email and manufacturing site fax number in accordance with updated procedures since the initial manufacturer device report was submitted. H.6 code 2199 was reported incorrectly on the initial manufacturer device report.